Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was leaked and found to be working as intended and put back into service.

Event description:
The customer reported that the system could not boot up. There is no report of death or serious injury associated with this complaint.